Event description:
It was reported that during an mtp fusion, the drill bit broke off inside the patient and was fully embedded in the proximal phalanx. After taking x-rays, it was determined by the doctor that he could not remove it. About 20 mm broke off from the 1.3mm drill bit.

Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include prying or leveraging and/or using excessive force while using the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.